Manufacturer narrative:
The lot number was manufactured between august 06, 2018 - august 07, 2018. The device was received with solution in a zip lock bag. The solution was drained and the bag was rinsed. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak coming from the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking from the spike port. This occurred during compounding. There was no patient involvement. No additional information is available.